Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be corrosion of the angulation wire and coil pipe due to water intrusion, which prevented the normal slide, as confirmed by the observed leakage from the bending section cover (a-rubber) and instrument channel and the subsequent disassembly showing corrosion in the grip. The event can be prevented by following the instructions for use which state: ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the uretero-reno videoscope exhibited the lever does not move even though the angle lock is not applied. There were no reports of patient involvement.